Event description:
This unsolicited device case was rec'd from (B)(6) on (B)(6) 2014 from a physician via sales rep. This case concerns a pt (demographics not provided) who developed swollen knee after receiving treatment with synvisc-one injection. No medical history, past drugs, other concomitant medication or concurrent conditions were reported. On an unspecified date in (B)(6) 2014 (earlier in this week), the pt rec'd treatment with synvisc-one injection (dose, route, frequency, batch/lot number and expiration date unk) for unk indication. On an unk date in (B)(6) 2014 (a day or so after receiving treatment with synvisc one), the pt's knee had swollen enough to re-contact the physician. The physician administered a shot of corticosteroid (steroid) to settle down the reaction. Action taken: unk. Outcome: unk. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Seriousness assessment: knee had swollen: serious (required intervention: steroid administered).